Manufacturer narrative:
No blank-flashing white lcd, however unit received with partial white display with black horizontal and vertical line segments due to cracked lcd glass. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to partial white display. Unit received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.

Event description:
The customer reported via phone call that she was in car accident this morning and there was insulin pump display anomaly. The customer's blood glucose was unknown. Customer stated that screen is shot and screen is white and screen is grainy. Customer stated that she can barely see screen to see carbohydrates. Customer ran self test and that was successful. Customer started that screen is hazy and stated that its not black but dark grey. The insulin pump will be returned for analysis.